Manufacturer narrative:
A customer reported that several aeds at their facility were found to be non-functional. The customer indicated they were not aware of the maintenance history of the affected units. Review of the device internal log files showed the AED began reporting a service code on 10/01/2024. The log data indicated that battery pack serial number (B)(6) was ejected on 10/23/2024. Battery pack serial number (B)(6) was subsequently installed on 10/08/2025. The AED was powered on and a manual self-test was performed, which cleared the service code. Review of the available log data did not identify evidence of a device malfunction.

Manufacturer narrative:
Troubleshooting was performed using a spare battery, and the AED powered on and displayed a service code. The service code was cleared after performing a manual self-test. Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that several aeds at their facility were found to be non-functional. The customer indicated they were not aware of the maintenance history of the affected units. The customer did not report this occurring during patient use.